Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#, h4. The device was returned to the factory for evaluation on 08/02/2024. An investigation was conducted on 08/16/2024. A visual inspection was conducted. Both the cannula and harvesting device was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. Heavy char was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No fluid was observed coming out of the base of the harvesting device during the electrical evaluation. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineer evaluation was requested due to the mention of fluid coming out of the base of the harvesting device. See attached engineer evaluation memo. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000386685 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 had bio fluid coming from the back of the hemopro2 cautery wand connection where the power cable attaches. The fluid was dripping in a slow but steady amount. It is unknown if there was bio fluid inside the handle of the device. There was concern over possible electric shock due to fluid in the electric connector port. This did not affect the performance of the evh kit and the case was completed without incident. There was no procedural delay. There was no patient harm.